Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture, baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade 4.

Event description:
Patient reported "hardening of the breasts," "stings that cause pain and discomfort," "rashes/skin allergies," "excessive fall of hair, among other symptoms," and "emotional damage" with a right side device. Healthcare professional later reported "capsular contracture, baker grade IV," "small amount of fluid around two implants," and "breast nodules." Device remains implanted.